Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 4/15/2015 and 4/14/2015, respectively, and evaluated by lifescan product analysis on 4/20/2015 and 4/27/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) to report that her onetouch ultralink meter read inaccurately high compared to her usual results/feelings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on ¿(B)(6) 2015, 7:14pm¿. The patient reportedly obtained inaccurate high blood glucose readings of ¿215 mg/dl¿ with the subject meter, compared to feelings/normal results. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with an insulin pump and increased her dose of insulin ¿novalog¿ as a result of the alleged product issue. ¿9 hours¿ after the alleged inaccuracy began the patient confirmed that she experienced the symptom of ¿shaky¿. The patient denied receiving any treatment. At the time of troubleshooting, the cca verified the subject meter¿s unit of measurement was set correctly, that the test strips were stored correctly and not passed their expiry date. Cca also noted that the patient did not have control solution to carry out a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.